Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 314.115, lot h503449: manufacturing site: synthes monument. Release to warehouse date: may 14, 2018. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the stardrive(tm) screwdriver t15 was received showing the distal screwdriver tip twisted. No other issues were identified with the returned components of the device. The twisted condition of the driver tip is a potential end of life indicator of the screwdriver. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint# (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting it was noticed that the stardrive screwdriver was stripped, threaded hammer guide connector and 5.6mm/3.2mm drill guide 198mm were damaged and set aside, however it was inadvertently placed in the sharps container by the staff and was unable to retrieve it due to safety reasons. There was no patient involvement. This report is 1 of 1 for (B)(4).